Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed , de novo target lesion was located in the moderately tortuous and moderately calcified distal end of left circumflex (lcx) artery. A 2.50x24mm promus element¿ plus stent was deployed to treat the lesion. Post stent deployment, patient's angiography revealed vessel dissection which was then treated with a covered stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had been deployed and was not received for analysis. A microscopic examination of the tip found no issue with its profile which could have contributed to the complaint incident. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed , de novo target lesion was located in the moderately tortuous and moderately calcified distal end of left circumflex (lcx) artery. A 2.50x24mm promus element plus stent was deployed to treat the lesion. Post stent deployment, patient's angiography revealed vessel dissection which was then treated with a covered stent and the procedure was completed. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).